Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. A cosmetic depression was noted on the outer insulation at the connector. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. A cosmetic depression was noted on the outer insulation. Environmental stress cracking (esc) was observed on the outer insulation. A white substance was observed on the surface of the lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately two months post implant of the device approximately four years ago.